Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
The reported evaluation of the logs was not in related to the reported imprecision as log files provide no additional value to an imprecision investigation. It was recommended that the archive used in the procedure be gathered for evaluation, however the information was not provided upon request. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The representative then returned to the site at a later date. It was reported that the issue did not reoccur on the navigation system. It was noted that the application software was uninstalled and re-installed onto the navigation system. The log files for the navigation system were received by the manufacturer for evaluation. However, medtronic personnel that in the event of imprecision log files are inconclusive to determining the probable cause of the reported issue.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon reported that the navigation system showed the instrument was posterior in the frontal sinus when the surgeon was making contact with the anterior wall. The representative reported that the registration was successful and accuracy was confirmed through known anatomical landmarks. The surgeon noted that the navigation system was operating at a slower pace than desired when navigating. Performing a new registration could not restore functionality. The imprecision was reported to have as much as 6 mm of imprecision. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.